Manufacturer narrative:
E1: the complaint was made by a siemens employee. A customer contact name and phone number were not provided for reporting purposes. H3, h6: component code g07002 was used for the bracket/stretch grip component. Initial actions (corrective and/or preventive): no general problem has been detected for the installed base which requires immediate action. Manufacturer's preliminary results and conclusion: during the inspection it appeared that the stretch grip may not have been tightened correctly and could therefore move downwards unintentionally. The investigation is ongoing. A supplemental report will be submitted upon receipt of additional reportable information and/or investigation completion.

Event description:
Siemens healthiness was notified of an issue with the ysio x. Pree gen2 system during a patient examination. It was communicated that during a lateral chest x-ray procedure, the stretch grip detached and fell. The user had their head below the grip and was struck on the head by the detached grip. The user was diagnosed with a concussion as a result of the impact. No injury of the patient was communicated.